Manufacturer narrative:
Calibration and qc were acceptable. Numerous sample foam detection and sample clot detection alarms were observed on the alarm trace data from each date of event. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
We received an allegation of discrepant high results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. Patient 1 initial result was 140 pg/ml. The sample was repeated twice with results of 38 pg/ml and 36 pg/ml. On (B)(6) 2025 patient 2 initial result was 143 pg/ml. The repeat result was 21 pg/ml. Repeatability testing was performed with the sample 5 times with results of 18 pg/ml. On (B)(6) 2025 patient 3 initial result was 148 pg/ml. The repeat result was 19 pg/ml. Repeatability testing was performed with the sample 5 times with results of 19.5 pg/ml, 19.3 pg/ml, 19.4 pg/ml, 18.5 pg/ml, and 18.3 pg/ml.

Manufacturer narrative:
The e801 module serial number was (B)(6).